Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 07-feb-2020 and inspection of the unit was performed on 11-feb-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, prism scratched, distal tip annual maintenance, image shadows, middle lcb distal cover glass glue is missing, passed wet leak test, eto vent valve loose inner shaft, passed dry leak test, prism glass glue missing, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, objective prism assy, bending rubber, distal case/cap, eog valve assy, eog valve tightening screw imp-1, o-ring(0.5x1.3), objective lens unit pb-free. The video duodenoscope is pending repair and final qc approval as of 21-feb-2020.